Manufacturer narrative:
Additional information : medwatch number (mw5086644) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small hole was observed in a non-dehp IV fat emulsion administration set which resulted in a leak of an unspecified chemotherapy medication. It was further reported that there were no needles used during the preparation for this drug and no needles that were near the patient when administering the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.